Event description:
The customer was getting high results for several months. The dr placed the customer on avandia and also increased their amount of lantus. The customer tested blood glucose and received a result of 166mg/dl. At the hosp 30 minutes later they received a result of 47mg/dl. The customer retested with their device and received a result of 59mg/dl and the lab result was 47mg/dl. The customer was given a glucose IV. A request was made for the return of the suspect device and replacement product was sent.